Event description:
The initial reporter stated that the pump would quit running and need to be restarted. They stated that the pump did not alarm. Mmd did follow up with the initial reporter, and they stated that the complaint occurred during testing and had no effect on any patient. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.